Manufacturer narrative:
Citation: dai q et al. A rare case of anomalous original left circumflex artery stenosis after artificial mitral valve replacement. Jacc cardiovasc interv 10 (7), e71-e73. 2017 mar 15. Http://dx.doi.org/10.1016/j.jcin.2017.01.034. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported. Additional. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6) year-old female patient who nine years earlier underwent implant of a medtronic hancock ii mitral valve (serial number not provided) to treat mitral valve prolapse. The patient presented with progressive nine year chest tightness. An echocardiography showed a decreased left ventricular ejection fraction of 36% and segmentally weakened motion of the inferior and lateral wall. Single-photon emission computed tomography showed myocardial ischemia of the inferior and lateral wall. Diagnostic coronary angiogram identified severe stenosis of the left circumflex artery which traveled tightly around the mitral annulus. The physician/authors speculated that the compression of the mitral valve bioprosthesis against surrounding tissues of the mitral annulus may have caused the left circumflex artery stenosis. The patient was successfully treated via percutaneous coronary intervention with dilation and stent placement to the left circumflex artery. No additional adverse patient effects or product performance issues were reported.